Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported that although her interstim device has not been used for years she has numbness in her right leg and there is peeling, shedding, and pus at the lead site. The pt is pursuing explant. Further info is being requested from the hcp.